Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 32 events were reported for this quarter. Product return status: 3 devices were received. 1 device was not available for evaluation. 28 device investigation types have not yet been determined. Event confirmation status: 2 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 2 devices were found to be affected by cracked and/or detached components. 1 device had no problem found. 32 devices were not labeled for single-use. 32 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 32 </noe> malfunction events in which the device fractured. 32 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 32 previously reported events are included in this follow-up record. Product return status 7 devices were received. 25 devices were not available for evaluation. Event confirmation status 6 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 6 devices were found to be affected by cracked and/or detached components. 1 device had no problem found.

Event description:
This report summarizes 32 malfunction events in which the device or cutting accessory fractured. 32 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 32 previously reported events are included in this follow-up record. Product return status 5 devices were received. 3 devices were not available for evaluation. 24 device investigation types have not yet been determined. Event confirmation status 4 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 4 devices were found to be affected by cracked and/or detached components. 1 device had no problem found.

Event description:
This report summarizes <noe> 32 </noe> malfunction events in which the device fractured. 32 events had patient involvement; no patient impact.